Manufacturer narrative:
The investigation confirmed that multiple, reproducible, lower than expected, vitros tsh results were obtained from a single individual¿s sample processed on a vitros 5600 integrated system when compared to a tsh result from a non-vitros method. The investigation could not determine a definitive root cause. An unconfirmed sample interferent cannot be ruled out as a contributing factor. There was no evidence that an instrument issue contributed to the event.

Event description:
The customer obtained multiple, reproducible, lower than expected, vitros tsh results (3.42, 3.4, 3.4 vs. An expected result = 52.33 miu/l) from a single individual¿s sample processed on a vitros 5600 integrated system when compared to a tsh result from a non-vitros method. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected result was not reported. There was no report of patient harm as a result of this event. (B)(4).